Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Patient was revised to address pain. Update litigation alleges biologic corrosion and friction wear caused cocr metal ions and particles to be released into the plaintiff's body resulting to bodily injuries, discomfort, crushing or popping noises, difficulty standing or walking, hip fractures, fatigue, infection, necrosis, metallosis, and inflammation causing damage or death to surrounding bone and tissues. The pinnacle implants were removed which included a right total hip arthroplasty, a proximal femoral stress fracture and excisional debridement of metallosis/synovial tissue and sub-trochanteric bursa due to an adverse reaction to metal debris and burnishing of the metal liner. Doi: (B)(6) 2009 - dor: (B)(6) 2013, (right hip).